Manufacturer narrative:
Concomitant medical products: cad nfv flush syringe, port. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
It was reported that the user noticed on the texium closed male luer with female cap had a valve issue ( piston slanted) and made it difficult to remove. The rn had to cap the needle port line remove the needless connector and then add the flush syringe to provide a post therapy flush.